Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.